Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. The device was not returned to kimberly-clark by the customer for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "the rts seem to be having more problems with the micro-cuff et tube being too thin and flexing/kinking. They had one curl a tube in the patient's mouth and extubated themselves." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).